Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire could not be inserted to the distal portion of the vein and when delivering the left ventricular (lv) lead, placement difficulty was encountered and the lead penetrated the vessel. Pericardial tamponade occurred and the operation was aborted. The patient required medical intervention and hospitalization. No further patient complications have been reported as a result of this event.